Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Visual inspection of the external components of the driver revealed split housings and signs of abrasion and deformation of the rear housing. Visual inspection of the internal components of the driver revealed a detached potentiometer (rv1) from the main printed circuit board assembly (pcba), fractured speaker bosses with raised inserts, fractured left/bottom housing boss with raised insert, and fractured left/top housing boss. The customer-reported fault alarm was reproduced upon driver startup. The driver did not pass incoming functional testing as a result of the primary motor being disabled because of detachment of the rv1 potentiometer. The driver alarmed, as expected, and transitioned to secondary motor operation as designed. The driver was then subjected to a functional evaluation under secondary motor operation and satisfied all pressure test requirements with no anomalies. Based upon the results of the visual inspection and functional evaluation, the most likely root cause of the customer-reported issue is detachment of the rv1 potentiometer as a result of impact shock. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.